Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 3006705815 2016-00505. Note: the patient has two ipg's implanted. It is unknown which device had the issue, therefore both ipgs are being reported. It was reported the patient experienced discomfort at the ipg site and difficulty charging due to the left-side ipg pocket site being shallow. The patient underwent surgical intervention on october 6, 2016, where the ipg was explanted and replaced deeper in the pocket site. The patient reported the issues were resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 3006705815 2016-00505. It was determined the ipg that was explanted was device 1, serial #(B)(4).